Event description:
An integra dp pediatric burr hole system was reported to have malfunctioned. As a result, the unit had to be explanted. On (B)(6) 2012 additional info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.